Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer¿s reported problem of "downstream occlusion sensor (dso) failure" was verified by visual inspection. The cause is the dso seal. Replaced the dso seal to correct the issue. Cadd solis device passed all functional tests after the repair.

Event description:
It was reported that the pump exhibited a downstream occlusion failure. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.